Event description:
It was reported by the sales rep the device was used during a laparoscopic appendectomy. It was reported the 512sd failed to arm properly. Used obturator for another trocar already opened for the case to do the insertion. There was no consequence to the patient.